Event description:
It was reported that the patient experienced pain due to implantable pulse generator (ipg) migration. The patient underwent an ipg revision procedure wherein the battery was repositioned. The patient was doing well postoperatively. Nothing removed or added.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.